Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, g2, h2, h3, h6, h10, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was most likely caused by a tube failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: if any section of tube from the pump to the water container is blocked or kinked, the flow rate will be noticeably reduced. Check the tube for kinks or blockages, and should the slightest irregularity be suspected - do not use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gastroscopy examination, it was found that the water supply pump was leaking while using the flushing pump. The diagnostic procedure was completed using the same set of equipment after replacing the water supply pipe. There were no reports of delay, patient harm, injury, or death.